Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual, microscopic, and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the dilator. The dilator outer diameter was measured, and dimensions were found within specifications. The shaft in the distal part was observed kinked, and the hemostatic valve dislodged, the root cause of the kinked shaft could be related to the handling since there are control inspection points to avoid these issues. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The resistance issue could be related to the kinked shaft. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer was confirmed. No issues were observed in the vessel dilator. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: incompatible component/ accessory (c0402), fracture problem (c070603) and mechanical problem identified (c07) / investigation conclusions: cause not established (d15) and unintended use error caused or contributed to event (d1102) / component code: rod/shaft (g04112) and valve(s) (g04135) were selected as related to the issue of resistance and the identified hemostatic vale separation. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported dilator damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the bwi representative that while setting up for the case, they experienced a lot of resistance while pushing the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. There was no patient consequence. Additional information was received indicating there was no damage to the sheath, only the dilator. The resistance caused the dilator to get pinched. The customer¿s reported resistance issues of resistance with the sheath and dilator damage are not considered to be MDR reportable as the potential that these could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve dislodged. This finding was reviewed and assessed as an MDR reportable malfunction.